Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information are required.

Manufacturer narrative:
(B)(4).

Event description:
Clinic called in to us about receiver. User has gotten an error icon displayed: hwrs. This has come several times during the last week, and they reset the receiver but it still comes back with the error icon.